Event description:
During a renal angioplasty procedure, the stent dislodged from the balloon and had to be retrieved by snaring. The target lesion was not calcified or tortuous. It was indicated by the initial reporter that negative pressure may have inadvertantly been induced on the unit prior to use.